Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. In addition, multiple intermittent minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin during the load sequence. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.